Manufacturer narrative:
It was reported that "after surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Patient was under anesthesia." The event was confirmed. Method & results: device evaluation and results: visual inspection: the adapter showed signs of damage. Functional inspection: the device is non-functional. Product history review: review of the device history records indicates 200 device(s) were manufactured and accepted into final stock on 09oct2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112240, lot 19030517 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the investigation concluded that alleged failure mode was caused by damage.

Event description:
After surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Case type: tka. Patient was under anesthesia.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Case type: tka. Patient was under anesthesia.